Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 24 november 2017. Six months after primary surgery, a screw of a cervical plate broke in the vertebral body. The cause for fracture is probably delayed fusion; all these implants are meant to carry load only temporarily. As the implant has not been retrieved, we could not analyze it in order to verify if a manufacturing defect is present. The possibility of fusion for the patient is probably hindered but not definitely compromised; at 9 months, it seems improved but clinical analysis is not available. Batch review performed on 01 december 2017: lot 141344: 104 items manufactured and released on 22-oct-2014. Expiration date: 30- sept- 2019. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any similar reported event.

Event description:
Medacta international was informed on (B)(6) 2017 about a screw breakage occurred few months before. The event was noticed during a post-operative control. To date, we do not know if the revision surgery has been performed or not.